Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. When the patient was returned to the intensive care unit, it was found that the impella had moved into the aorta. The impella was removed and replaced, and there was no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Based on clinical description, the root cause of the positioning issue was a use issue. This report is being filed as part of a retrospective review of historical records.